Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a monarc system on or around (B)(6) 2009 to treat her for urinary incontinence and/or pelvic organ prolapse. It was alleged that the plaintiff experienced infections, mental and physical pain and suffering, urinary incontinence, bladder and bowel problems, dyspareunia, mesh erosion, exposure/extrusion/protrusion, bleeding, serious permanent bodily and debilitating injuries, and harm.